Event description:
A physician reported that during the intraocular lens (iol) implant procedure, a crack was found at the iol optics when inserted into the eye. The surgery was completed after replacing the product with another one during initial procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the lens case. Solution and blood like substance is dried on the iol. One haptic is broken/torn and adhered to the optic surface with solution, the other haptic is bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The returned iol has solution and a blood like substance dried on the iol. The product was subject to handling as the reporter has advised the iol was explanted. All iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2024-10947